Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a weak circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that wasn't passing calibration for an error 5 inlet pressure out of range. Per additional information updated from ttm on 12may2026, biomed had device failing calibration. Calibration error 5 (given a value of negative 192). Sn: (B)(6). Biomed stated they were speaking with them earlier about device failing calibration. Was waiting on a return call but hasn't received it yet. Per review of wo notes, after running the device with the ctu it appears to be getting proper inlet pressure now negative 7.0 but explained that the issue might be a weak circulation pump when it first starts up since the device has 2904 system hours and no record of the 2000 hour pm ever being done, writing them a quote for the 2000 hour pm.